Event description:
It was reported that the ventilation stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information, the pressure sensor error was observed and pressure transducer printed circuit boards were replaced. Device passed successfully pre-use check. The device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Unfortunately, device's logs and claimed parts were not provided for further analysis. The cause of the issue has been determined as related to pressure transducer printed circuit boards.

Event description:
Manufacturer's ref. #: (B)(4).